Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient could not feel stimulation even after they turned it to the maximum amplitude. It was reported that the impedance showed all contacts were out of therapeutic levels. The impedance was reset and showed no standard levels, and they could not get a stimulation. The issue was not resolved at the time of the report, and surgical intervention had been planned but not scheduled. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional via a manufacturer representative. It was reported that they can¿t remember if the impedance was high or low; all lines were highlighted in black. They increased the amplitude and the pulse width, but it did not help. The cause of the issue was not determined, and it has not been resolved. The device has been turned off, but the removal surgery has not been scheduled yet. No further patient complications were reported as a result of this event.